Manufacturer narrative:
Customer follow up 8/12/2015 the customer reloaded the same cartridge and the fill estimate was noted to be inaccurate. On (B)(6) 2016 it was reported that the customer loaded a new cartridge and received an accurate fill estimate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. There was no impact to the customer's blood glucose (bg) level. The customer was not able to troubleshoot with tandem technical support at the time of the call.